Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced significant pain at ipg site as there is a corner area of the ipg site that is very superficial. Surgical intervention may be undertaken to address this issue.